Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation-lens was returned dry in a small vial, with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens.. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -10.0/3.5/98 implantable collamer lens, into the patient's right eye (od) on (B)(6)2016. On (B)(6) 2016 and (B)(6) 2016 the lens was repositioned because the patient began experiencing lens rotation not associated to a low vault on (B)(6) 2017 the lens was exchanged for a larger lens. The problem was resolved.

Manufacturer narrative:
The initial lens was implanted on (B)(6) 2016. (B)(4).